Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the biliary duct was cannulated revealing 14mm stones and 15mm stones in a dilated 16 mm bile duct. A papillotomy was performed, but stone extraction with a balloon was unsuccessful. Mechanical lithotripsy was attempted using a trapezoid rx mounted on the guidewire. The distal stone was successfully captured and fragmented. White attempting to wash the basket for the second stone, the basket would no longer extend out of the sheath and the handle cannula was found broken from the basket. A different device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h5: device code a0401 captures the reportable event of handle cannula break. Block e1: healthcare facility address 1 is (B)(6).